Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis confirmed the reported loss of telemetry, which was repeatable during testing. This condition cleared with a power on reset (por). The condition was found to be related to an anomaly associated with the hybrid circuit. However, the root cause was not determined. Because of the likelihood of damaging the integrated circuits beyond any further analysis, further testing was not possible. It was reported that the patient was admitted to the hospital following a myocardial infarction. The device could not be interrogated, so it was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination. Component/subassembly failure (select specific code from category. Hybrid circuit. Device was out of specification in a manner that relates to event. Interrogate, difficult to

Event description:
It was reported that the patient was admitted to the hospital following a myocardial infarction. The device could not be interrogated, so it was explanted and replaced. No patient complications have been reported as a result of this event.